Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during preparation for use, the cement hardened before it could be used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The complaint is that the customer went to use the product but it was already hardened. No product was returned and no pictures were provided; therefore the complaint is non-verifiable. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, unique identifier (UDI) #, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer and not returned to manufacturer.